Manufacturer narrative:
A non-sterile 6f guiding catheter was received in a plastic bag. A bent condition was observed in the distal end of the inner diameter band. Inner and outer diameter were measured near the bent section and were found within dimensional specification. A cordis stent delivery system (sds) was introduced through the received guiding catheter but it did not advance. Inner diameter band was longitudinally cut and it was observed that the catheter body was separated from the hub. An obstruction in the proximal end of the body was also observed. The body was not placed in the stop of the hub; this condition revealed the reason why the sds and guidewire did not advance through the guide catheter.

Event description:
Target lesion was the mid left anterior descending (lad). Initially when the balloon catheter was inserted, there was friction. During initial inflation, the balloon catheter ruptured. The balloon was changed to a new balloon and during delivery of the new balloon and the stent following that, there was friction once again. After the guiding catheter was removed from the patient flaring was observed. There was no patient injury. The catheter body was received separated as noted in product analysis.